Event description:
A simplygo device was returned to a third-party service center with allegation of the device does not start. During evaluation, the third-party service center found that sieves are clogged, check valve cover is cracked, tubing kit, compressor are contaminated, flex cable from the front enclosures damaged and the pca was burnt. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.